Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information provided. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens was stuck in the injector. All of a sudden it shot into the eye tearing and penetrating the posterior capsule. The procedure was extended and a vitrectomy was performed. The surgeon also had trouble positioning the lens in the eye and the patient was uncomfortable. Approximately 10-days later the lens was exchanged and another vitrectomy was performed. Additional information was requested.